Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the printed-circuit board. The subject device was not returned to omsc, the exact cause of the failure of the printed-circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the accidental failure because similar event was not tendency of to be frequent occurrence.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the image was not displayed on the subject device. There was no report of patient injury associated with the event.